Event description:
Patient was revised to address malpositioning of the cup, increased metal ion levels, metalosis, and osteolysis. (Right hip).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closed at this time. (B)(4).

Event description:
Update 1/19/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported pain, swelling, grinding, movement of hip joint, metallosis and increased metal ion levels. Medical records reported the right hip made some "funny noises" creaking and squeaking, discomfort, felt symptoms of instability like hip "realigning itself", serum ion levels were obtained and elevated, right leg longer than left leg, acetabular component malpositioned and fluid around the hip. The revision surgical report noted metallosis, metal stained synovium and tissues, periarticular disease, acetabular component malpositioned in abduction and excessive anteversion, copious amount of dark stained fluid, cavitary defect anterior column of acetabulum extending into the pubic root, small defect in medial wall and quite a bit of bone loss in the pubic root. There was no report of osteolysis in the revision surgical report. Reported lab results were greater than 7 parts per billion. Stem is being added to the complaint. The complaint was updated on: feb 1, 2016.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. X-ray review confirms implant malpositioning. Medical records were reviewed. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Customer reported patient was revised to address mal-positioning of the cup, increased metal ion levels, metallosis, and osteolysis. Doi (B)(6) 2007 - dor (B)(6) 2012 (right hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges metal wear.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.